Manufacturer narrative:
(B)(4). (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028. Concomitant medical products: item no: 184766, lot no: 403960, item no: 141205, lot no: 631960, item no: ep-183460, lot no: 837310. Product remains implanted.

Event description:
It was reported that a patient underwent an initial knee procedure on (B)(6) 2008. Patient developed arthrofibrosis which was confirmed via arthroscopy on an unknown date. The patient was revised on (B)(6) 2017 due to pain. The poly, which had evidence of wear, was revised. The patella was also revised due to damage by the surgeon at arthrotomy.